Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported in the event log. The company service representative could not duplicate the system message reported. The software was updated. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The system was switched out and the case was completed. No pt injury was reported.